Event description:
During the ercp procedure of a male patient, a 7fr x 7cm advanix biliary double pigtail stent was loaded onto the jagwire of a hydratome and advanced with the hydratome to the target site and successfully deployed. Upon loading a second 7fr x 7cm advanix biliary double pigtail stent with the pigtail straightener, the stent kinked. When the nurse attempted to advance the stent over the hydra jagwire, the guidewire exited out of a drainage hole in the stent body due to the kink. The procedure was completed with a cook 7fr x 7cm biliary double pigtail stent with the same hydra jagwire. There were no patient complications.

Event description:
During the ercp procedure of a male patient, a 7fr x 7cm advanix biliary double pigtail stent was loaded onto the jagwire of a hydratome and advanced with the hydratome to the target site and successfully deployed. Upon loading a second 7fr x 7cm advanix biliary double pigtail stent with the pigtail straightener, the stent kinked. When the nurse attempted to advance the stent over the hydra jagwire, the guidewire exited out of a drainage hole in the stent body due to the kink. The procedure was completed with a (B)(4) 7fr x 7cm biliary double pigtail stent with the same hydra jagwire. There were no patient complications.

Manufacturer narrative:
The patient's exact age is unknown, but is (B)(6). (B)(4). The device has been received; however the evaluation has not yet been completed. If there is any further relevant information, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual evaluation of the returned device revealed a kink at the sideport hole near the tapered end of the stent. There were no other damages on the stent. Based on the condition of the device and the details of the event, the most probable root cause for this complaint is handling damage. The device history record review confirms that the device met all manufacturing specifications.